Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
During investigation of device, it was found that the lancet does not retract and protrudes outside of the protective cap. No adverse event reported. Product has been returned.